Event description:
On september 17, 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high compared to his feelings and/or normal readings. The medical surveillance specialist (mss) spoke with the patient on september 17, 2009 and obtained the following information. The patient reported that the alleged issue began in may of 2009. The patient claims that he generally tests his blood glucose 4-5x/day and manages his diabetes by taking an oral medication (type unknown), nph insulin at bedtime (based on a sliding scale) and novolog insulin (based on a sliding scale). On an unspecified date at about 4 months prior, the patient claimed he obtained a blood glucose reading of "240 mg/dl" with the subject meter just prior to his meal. In response to the reading, the patient claimed he took an increased dose of novolog insulin (18 units). The patient stated that he generally takes anywhere between 2-10 units. Approximately 45 minutes after administering the insulin, the patient claimed he "passed out" and then "woke up" on his own several minutes later. After "waking up" from passing out, the patient stated that he felt lightheaded and drowsy and when he tested his blood glucose with the subject meter obtained a result in the "200 mg/dl" range. The patient claimed he then contacted his physician and was advised to go to the emergency room. The patient reported that his blood glucose was "50 mg/dl" when he was tested with the ER/hospital meter and was treated with juice and food. During a follow-up call with lfs, the patient discovered that the test strips he was currently testing with were past their expiration date. It is not known if the test strips the patient was using at the time of this incident were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly "passed out" after the alleged meter issue began. In addition, the patient was reportedly treated for severe hypoglycemia by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.